Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log did not confirm the reported event patient has to constantly manually restart the receiver to view readings. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient has to constantly manually restart the receiver to view readings. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.